Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded the motor home switch. No moisture damage on electronic assembly during visual inspection. The pump was unable to perform current test, error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test due to motor error alarms. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call of motor error alarm, prime anomaly, failed battery test and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 488 mg/dl. The customer treated with the pump. The customer stated that she received a failed battery test after removing the battery form the pump to check for fluid in the pump. The customer stated that the reservoir leaked insulin into the reservoir compartment and the pump alarmed motor error. The customer was assisted with the rewind and tubing process. The pump will be replaced for motor error.